Event description:
The manufacturer's representative reported a pump reservoir discrepancy at the current refill appointment. The expected reservoir volume (erv) was 4 ml, but the actual reservoir volume (arv) was 16 ml. The patient experienced an increase in pain. The hcp is considering other troubleshooting options. The drug contained in the patient's pump was morphine (10 mg/ml) delivered at 2.4 mg/day. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
.